Event description:
Pt with guidant renewal 3 he model h177 implanted in 2004. Seen in 2006 for routine f/u. Device battery noted to be 2.78 v with charge time 18.9 seconds -mol2-. Pt contacted physician to report beeping from device a month later. Device interrogation performed noted auto capacitor reform on with charge time 31.5 seconds consistent with eol. Device did not "pass through" eri. Battery voltage 2.69 v. Pt with mechanical aortic valve, pacemaker dependence. Required urgent hospitalization for initiation of intravenous heparin and planned device replacement.